Manufacturer narrative:
Boston scientific's internal technical services reviewed device history with the following conclusions. The rv pace impedance had been stable up until the patient¿s death; however, shock impedances were intermittently high out of range five months prior and consistently high out of range, two months prior to the date of death. The vf episode recorded in device history was confirmed as the only episode for this patient post-implant. The bsc device correctly sensed, detached, charged and delivered a 41 joule shock in response to the episode. The delivered shock was ineffective at conversion: the recorded shock impedance was >125 ohms. The device proceeded with normal operation and delivered an additional seven, 41 j shocks. All delivered shocks were unsuccessful at rate conversion and all exhibited impedance measurements of >125 ohms. Technical services states that based on the data history, a lead fracture is likely the root cause of the failed conversion due to energy shunting. The data indicates the defibrillator would have functioned normally if the non-boston scientific lead would have functioned properly.

Event description:
Boston scientific received information that during a routine follow-up, high out of range shock impedance measurements were observed with this system: the associated right ventricular (rv) lead is a non-boston scientific product. The patient was then hospitalized for a revision, however, later refused the procedure and exited the hospital. A subsequent revision was then scheduled for the following week. Three days prior to the scheduled revision, the patient exhibited a ventricular fibrillation (vf) episode and passed away at home. A post-mortem interrogation confirmed the device had correctly sensed and detected the vf episode; however, failed to convert the rhythm. Upon interrogation, an open circuit condition was observed which likely resulted in inadequate critical therapy during the episode. The device has been explanted and will be analyzed first by local prosecution. Should the device be returned at a later date, boston scientific will also conduct a thorough assessment of the device. At this time, a rv lead integrity issue has been documented as the likely root cause of the open circuit condition. No visual or technical confirmation has been received regarding the integrity of the associated rv lead.